Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine device follow-up, the remaining longevity had decreased from 7 years remaining in 2021 to 4 years remaining currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and recommended device replacement for within 90 days. It was also noted that the device had stored many ventricular episodes showing noise. The right ventricular (rv) lead was a non-boston scientific model implanted since 2007. Technical services noted the rv lead was programmed to the unipolar configuration and recommended lead integrity testing to see of noise was reproducible in the bipolar configuration. If there was no noise in bipolar, it was likely the noise was myopotentials and was being oversensed due to being in unipolar; it was suggested to program the lead to bipolar sensing and unipolar pacing. The patient was not pacemaker dependent and was paced in the rv less than 1%, so the oversensing of noise did not result in any asystole to the patient. No adverse patient effects were reported. The device remains implanted and in service. The patient was enrolled in the remote monitoring system for managing the premature battery depletion.